Manufacturer narrative:
As received, a pacemaker was returned above normal elective replacement indicator. No anomalies were found. The reported events of pacemaker-mediated tachycardia and competitive atrial pacing were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator changeout procedure for normal elective replacement indicator (eri). Upon review, the pacemaker exhibited competitive atrial pacing and pacemaker-mediated tachycardia. The physician alleged this issue on similar devices. The physician explanted and replaced the pacemaker. The patient experienced no adverse consequences.